Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to the hosp with dizziness and shortness of breath. Upon interrogation, the device was in backup vvi mode with no tachy therapy available. Device reset could be completed. The pt has elected to keep the device implanted. Device at eri.